Event description:
It was reported that post a stenting treatment procedure, restenosis occurred. In (B)(6)-2012, the 2.75 x 38mm taxus element mr was implanted in the distal and mid third of the anterior descendent artery. In (B)(6) 2012, restenosis was found in the stent and a re-intervention is planned with another drug eluting stent. Currently, the patient is with "angor functional class ii".

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).